Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. Review of the instrument log showed all multi-use instruments used in the case have been used in subsequent procedures. Review of the monopolar curved scissors instrument log showed no errors related to the reported event. Review of the system log showed no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The technical service engineer (tse) reviewed the live logs and no errors related to the erbe generator were observed.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the patient¿s body would vibrate on application of monopolar energy. The technical service engineer (tse) reviewed the live logs and no errors related to the erbe generator were observed. The monopolar curved scissors tip cover, grounding pad, and energy cord were inspected. The energy cord was replaced and the issue was resolved.